Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be submitted

Event description:
A customer contacted baxter's technical service center requesting assistance to start over with new supplies on the homechoice (hc) machine during setup. The home patient (hp) stated that one of the supply bags became disconnected during setup, and he just wanted to start over with everything. The technical service representative (tsr) assisted the hp to remove the cassette and start over. The hp would call back with any problems. No patient injury or medical intervention was indicated at the time of the initial report.